Event description:
A customer contacted haemonetics on (B)(6) 2008 to report that a disk leak caused the orthopat machine to lose power. There was also a burning smell coming from the machine. No injury or reaction noted.

Manufacturer narrative:
Upon evaluation a major blood spill was found. The entire machine was decontaminated and the damaged components were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). This report is not an admission that the device caused or contributed to the reportable event identified in this complaint. (B)(4).